Event description:
The patient was receiving medication intravenously. The pump did not alarm as air passed through the chamber. It did not alarm that there was an occlusion and that there was air in the line. The nurse came into the room to assess the patient and happened to note that air was in the line. IV was discontinued and the pump is now being evaluated by our bio-med department.